Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulty and subsequent treatment appear to be related to challenging anatomical conditions. The patients effects and treatment appear to be related to circumstances of the procedure. The patient effects of vascular injury is listed in the prostyle instructions for use as a potential adverse event associated with use of the suture mediated closure devices. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, the prostyle device got stuck in the patient. The lever and foot would not close completely prior to device removal. A cut down was required to retrieve the device. The prostyle device was removed as a single unit, with no device separation noted. Vessel damage occurred. The sheath was upsized to 14f and the tavr procedure was completed. Surgical suturing was performed to repair the vessel and achieve hemostasis. There was a clinically significant delay in the procedure or therapy. The lever and foot closed after removal, outside the body. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.